Manufacturer narrative:
Button. After investigation, it was determined that the cardiac chair button was stuck, inhibiting the bed from achieving medical intervention positioning.

Event description:
It was reported that the bed was not functioning properly. No adverse consequences were reported.